Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be reopened.

Event description:
On november 29, 2023, a merit employee conducted a cer literature search for the aero stent product family. The study (see citation below) alleges that the stents have caused granulation tissue, migration/dislocation, sputum and mucus plugging, and stenosis. Study: tan jh, fidelman n, durack jc, et al. Management of recurrent airway strictures in lung transplant recipients using aero covered stents. J vasc interv radiol. Dec 2010;21(12):1900-4. Doi:10.1016/j.jvir.2010.08.005.